Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening. Additional, changed, and/or corrected data.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, d9, h3, h6.

Event description:
Patient reported left side rupture. Device has been explanted.